Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarms of insulin pump were not as loud as they used to be. The customer¿s blood glucose level was unknown. Customer stated that the motor was louder than it used to be. The insulin pump will not be returned for analysis.